Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
It was found via implant sheets that a revision of the left knee was done.

Manufacturer narrative:
Corrected: based on additional information. An event regarding revision surgery involving a x3 triathlon insert cr#7 13mm was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the revision of the left knee. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was found via implant sheets that a revision of the left knee was done.